Manufacturer narrative:
Device being sent to manufacturer.

Event description:
On (B)(6) 2018 a percival pvs25 was implanted. During the procedure the valve was noted to have been seated high in the annulus. The valve was removed and the site tried to re-collapse the device. During this the site was unable to advance sheath over outflow rings leaving a partial exposure of the outflow rings over the sheath. A new holder was tried and returned the same result. A crown cna23 sutured valve was then implanted.

Manufacturer narrative:
A complete manufacturing and material records review for the component has been performed. The results confirmed that the component satisfied all material, visual and performance standards required at the time of manufacture and release. A gross inspection of the device was performed. The returned valve prosthesis was received in general good conditions. The visual inspection performed on the returned prosthesis confirmed the absence of pre-existing defects. A collapsing simulation was performed in order to recreate the reported event. The simulation performed with the demo valve and the returned accessories was correctly completed and no issues with the accessory were identified. Conversely, all the simulations performed using the returned valve and different accessories failed. These results indicate that the issue is reasonably related to the valve behavior rather than the accessories. However, the returned valve was previously collapsed with no problems at the first implant attempt and the issues occurred only during the re-collapsing attempts after the valve explant. It is not possible to exclude that the explant maneuver induced damages or some microscopic structural alteration that can be considered the possible root cause of the reported and observed behavior. Nevertheless in the paragraph 11 ¿direction for use - prosthesis removal procedure¿ of perceval IFU is stated as follows: ¿a removed perceval s prosthesis must not be reimplanted, because its integrity is no longer ensured.¿ thus the reported issue must be considered as an off label procedure.